Event description:
A customer contacted global technical service (gts) regarding assistance with a starting over with new supplies on the home choice (hc) during dwell 1 of 1. The baxter technical service representative (tsr) recommended caller to contact registered nurse (rn) regarding dropping patient line before preceeding with therapy. The tsr explained how to start day drain 1 of 1 by pressing down arrow twice and go twice. After reconnecting, caller said she plans to reconnect and get a shot in the morning if she cannot reach her rn. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Baxter contacted the nurse on (B)(6)-2012. The nurse stated the event was not reported to her and the patient does not have any infections. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the problem was confirmed. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.